Event description:
During an in clinic follow up, r wave amplitude variation was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. No further intervention was performed. The patient was stable and will continue to be monitored.